Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2023. An investigation was conducted on 07/06/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the delivery device. The delivery device was outside the loading device and the seal and tension spring assembly outside of the delivery device. The seal was observed to be unraveled and detached from the tension spring assembly as it attempted to be removed from the aorta. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the delivery device. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed outside the delivery device. The seal was observed to be unraveled and detached from the tension spring assembly as if there was an attempt to remove the seal from the aorta. Slight blood was observed on the unraveled seal indicating an attempt was made to introduce the sea into the aorta. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results and the photographic evaluation, the reported failure "activation problem" was not confirmed. The lot #3000311387 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, they load the hst iii system (3.8mm) seal normally as in the IFU method during surgery, then aortic cuts the patient inserts the seal normally into the aorta hole, and grafts. The seal got fully delivered into the aorta. The aortic cutter is fixed 90 degrees perpendicular. No delamination or crack was noted in the seal. On actuating the seal, the surgeon heard a ¿click¿. According to IFU, the delivery device was pulled back with a finger on the incision. The seal was well spread out into the aorta in the shape of an umbrella. Afterward, the seal was pulled, but the seal did not come off normally so the product was judged to be defective, so the operation was successfully completed by replacing it with another product. There is no abnormality in the patient's condition. No harm to the patient.